Event description:
It was later reported that the suspect device was received into product analysis. Analysis has not been completed to date.

Event description:
It was later reported patient had a full revision on (B)(6). There were no reports of any issues with surgery. The suspect product has not been received into analysis to date. No further relevant information has been received to date

Event description:
Product analysis was later completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs. An attempt to reproduce and capture the suspected reset was unsuccessful.

Event description:
It was reported that error code 6 (reset code) was detected on the patient's device with therapy disabled. Therapy for the patient was re-enabled and everything returned back to normal and the battery life was ok. Impedance was noted as low. Internal data from the generator was received and reviewed. The device history records of the generator was reviewed. The generator passed final functional tests prior to distribution. This MDR houses the report of hardware reset on the patient's generator. MFR ref #1644487-2021-01761 houses the report of low impedance on the patient's lead. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.